Manufacturer narrative:
H6) additional information was received indicating that the event did not occur while in use with a patient, it was found to be during routine preventative maintenance; there was no patient injury. Device evaluation: one device was returned for analysis. Visual inspection showed labels intact. Visual inspection showed non OEM battery present. The top case corners were cracked. As a result of checking the log, it revealed force sensor test. Based on evidence and investigation, the complaint allegation was determined to be caused by force sensor was out of calibration, normal wear. The device was placed in quarantine due to presence of non OEM battery.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure sensor test. No adverse effects were reported.